Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-dec-2023. [Additional information]: on 05-dec-2023, additional information was received. The information indicated that the follow-up visit where the MRI revealed the reported ¿some edema-like¿ findings was on (B)(6) 2023. The edema-like finding was localized. The patient did not exhibit any symptoms related to the edema-like finding. The physician¿s opinion about the edema-like finding is ¿most likely an allergic reaction.¿ the physician did not suspect that the patient may have had an allergic reaction to other devices that were used during the procedure. For the procedure that used the emboguard balloon catheter, a peel-away sheath was used. An 8fr sheath introducer sheath was used. The information also indicated that for the rest of the questions, three attempts were made and no further information could be obtained. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient underwent an endovascular embolization procedure on an unspecified date that employed the use of a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000224646) and a concomitant excelsior® sl-10® microcatheter (stryker) that targeted an unruptured aneurysm. Continuous flush was maintained during the procedure. It was reported that the procedure was successfully completed without any issues. The patient had no post-operative complications / symptoms and was discharged from the hospital. At a follow-up visit, magnetic resonance imaging (MRI) revealed ¿some edema-like findings.¿ no further interventions were provided and there were no specific plans for further treatment. On 28-nov-2023, additional information was received. Per the information, the patient underwent treatment of the ruptured aneurysm on 23-oct-2023. The date of the follow-up visit where the MRI revealed ¿some edema-like findings¿ was not provided. The physician did confirm the edema-like finding on the MRI.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000224646) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral edema is a known potential complication associated with the use of the emboguard device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the device, as the device performed as intended. There were no reported injuries or vessel trauma related to the event, however, the correlation of the event to the used device cannot be ruled out completely. Additionally, the severity/impact of the event is unknown. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.